Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter; the test strips were not returned. The meter was tested with retention strips and controls: testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer was tested at the laboratory at 3:30 p.m. With a result of 3.2 inr. The customer tested on the meter when she got home at 4:25 p.m. And the result was 4.2 inr. The customer re-tested on the meter at 8:18 p.m. And the result was 4.1 inr. The customer's therapeutic range is 3.0 - 4.0 inr. No treatment was required. There was no allegation that an adverse event occurred. The customer feels fine. The customer received the shingles vaccine last week. The customer had last cleaned the meter on 15-apr-2019. The customer uses alcohol prior to lancing her fingers and removing the test strip from the vial. The customer states she "double sticks" her finger. The meter and test strips were requested for investigation.